Event description:
This incident occurred on a 17 year old male with 55% total body surface area burn who was undergoing split-thickness skin grafting. The graft was being taken with an electric dermatome at a setting of .0010 inches. During the procedure, at the end of harvesting an approx 20 cm long strip of graft, fat was observed in the bed of the donor site, suggesting a deeper graft cut than the setting should allow. On inspection of the dermatome, it was noted the blade setting had moved or slipped from the original setting of approx .0010 to .0025. Although the vernier is mounted on the side of the dermatome rather than in a protected location on the housing of the instrument, there was no pressure on the vernier, (lever adjusting the depth of blade setting), during this procedure. It is also user's opinion there should be a locking mechanism to prevent slippage of the blade setting. The graft was tacked back into place. It has healed without problems or scarring and there is no expected long term adverse effect as a result of the event; therefore rptr decided to submit a voluntary report.